Manufacturer narrative:
Device available for evaluation: corrected this section to "yes" and added (B)(6) 2017 as the device return date. Type of reportable event: corrected this section to "yes". Results of engineering evaluation: the delivery catheter for trunk-ipsilateral leg component was returned and an engineering evaluation was performed. Engineering removed the spine covers, and blood was observed on the inside of the covers and outside the spine. The spine was examined, and no abnormalities were noted. Engineering injected colored water through the septum into the manifold area, and leaking was observed at the top of the manifold cover. The leak originated from the seamline between the spine assembly and the manifold cover. The cover has a sealing gasket around the inside, and is further sealed with the addition of glue. A leak on the seamline is consistent with insufficient glue applied during assembly. The physician¿s observation of a leaking handle was confirmed and it was concluded that insufficient glue was applied to the top of the manifold area.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bleeding. Lot/serial: (B)(4), (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component (rlt311415j/15151006) was advanced from the right side and its proximal portion was deployed. A constraining system was then removed, and it was revealed that blood was leaking around the catheter handle. The physician pressed the blood leakage area of the catheter handle with a lot of gauzes and decided to deploy the trunk-ipsilateral leg component in hurry. A contralateral gate was cannulated and two contralateral leg components were implanted, followed by ipsilateral leg being deployed. When the delivery catheter for trunk-ipsilateral leg component was retrieved, blood leakage stopped. The patient tolerated the procedure. It was reportedly unknown where in the catheter handle the blood leakage was revealed. Intra-procedure transfusion was not performed.